Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring unspecified intervention. The targeted nodule was 2.4cm in size and in the left upper lobe - apicoposterior segment. Instruments utilized included 23g flexision needle, compatible forceps and cytology brush. Imaging modalities were c-arm fluoroscopy, cone beam, and radial endobronchial ultrasound (ebus). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information regarding the event. However, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring unspecified intervention.